Event description:
It was reported that during a laparoscopic appendectomy, the first device was fired and the staples did not form properly. They were malformed and goal post in appearance. The device was difficult to open. The surgeon used both hands to forcibly push the closing handle to open the jaws. A second device was opened and the device fired malformed staples that were goal post in appearance and some staples were b-shaped. The second device was reloaded to complete the case. The surgeon over sewed for security. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.